Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited a chipped light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection; however, it was evaluated by the third-party distributor. Based on the results of the investigation, regarding the chipped light guide lens, the cause was likely due to stress. However, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.